Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was deployed several times in order to establish optimal readings. A pericardial effusion had occurred and was drained. It was further noted post-operatively, that a perforation had occurred, resulting in tamponade. The ipg remains in use. No further patient complications have been reported as a result of this event.